Event description:
A healthcare professional reported that during a mechanical thrombectomy, the physician was able to track the emboguard balloon guide catheter (product code and lot number unknown) but noted that emboguard is not behaving as he has become accustomed to in terms or trackability and kink resistance. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3 ¿ date of event: the date of the event was not reported. Section d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.